Event description:
During a port film procedure it became necessary to remove the blocking tray mount and the pt was not moved to preserve positioning. In order to remove the tray mount a lot of force was required to pull the tray free. When it came free, the tech was unable to stop it before it struck one of the pt's facial cheeks. The pt claimed immediate headache. The attending physician examined the pt, but could detect no injury.